Manufacturer narrative:
The customer had been advised by technical support to replace the battery or power management board. Multiple attempts were made to obtain additional information and on the repair/service of the device that have been unsuccessful.

Manufacturer narrative:
Report date: 27jul2021.

Event description:
It was reported that the ventilator while in use the battery failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and in the ventilator diagnostic logs found error codes indicating battery failed. The investigation is ongoing.